Manufacturer narrative:
Additional information was received on (B)(6) 2020. When the devices were explanted, bilateral prosthesis replacement with 300cc mentor memorygel breast implants was performed. The investigation of the returned photograph was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 300cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was diagnosed through magnetic resonance imaging. As a result, an explant is planned for (B)(6) 2020.